Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the implantable cardiac monitor (icm) indicated an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.